Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient suddenly fell down on the ground, could not walk anymore and was convulsing/shaking. At that time the cgm reading was 98 mg/dl. No fingerstick was taken at that moment but the patient screamed, and the mother reacted by giving her a bottle of soda. Within 5 minutes the patient started to feel better and when a fingerstick was taken after treatment the cgm reading was 65 mg/dl, and the blood glucose reading was 125 mg/dl. No further treatment was reported to be needed. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was convulsing. The reported glucose values fall within the b zone of the parkes error grid after treatment. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was provided for investigation; an external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. A probable cause could not be determined. The customer's complaint was confirmed because wearable failed testing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).